Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a hysterectomy procedure, the cartridge did not work properly when fired.